Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test, damaged battery cap and damage on the insulin pump. The customer's blood glucose reading was 224 mg/dl. The customer stated that he woke up in the morning and the pump alarmed failed battery test. The customer stated that the battery cap and o-ring fell off. The customer mentioned corrosion inside the battery compartment. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alarm due to blank display. The insulin pump had stripped battery cap coin slot, broken battery cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.